Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. The customer's blood glucose (bg) level rose above 500 mg/dl, and the displayed value was "high." The customer administered a correction injection via manual insulin therapy the address high bg.